Manufacturer narrative:
Date of event: (B)(6) 2016. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had an opened wound due to a non-device related surgery. It was noted that the patient¿s wound closed and healed but the patient had developed (B)(6) ((B)(6)) and bacterial infection in the patient¿s blood stream. Symptoms were diarrhea and burning. The infection was not device and the patient was overall unhealthy and hygiene issue. Antibiotics were prescribed. No further course of action needed for the bsc device.

Manufacturer narrative:
Additional information was received that the infectious disease (ID) physician believed that the bacteria was on the battery site. The infectious disease physician recommended that the patient need to undergo an explant procedure.

Event description:
A report was received that the patient had an opened wound due to a non-device related surgery. It was noted that the patient¿s wound closed and healed but the patient had developed (B)(6) in the patient¿s blood stream. Symptoms were diarrhea and burning. The infection was not device and the patient was overall unhealthy and hygiene issue. Antibiotics were prescribed. No further course of action needed for the bsc device.

Manufacturer narrative:
Additional information was received that the ipg pocket looks well healed and all culture and blood tests came back (B)(4). No further course of action at this time.

Event description:
A report was received that the patient had an opened wound due to a non-device related surgery. It was noted that the patient¿s wound closed and healed but the patient had developed (B)(6) in the patient¿s blood stream. Symptoms were diarrhea and burning. The infection was not device and the patient was overall unhealthy and hygiene issue. Antibiotics were prescribed. No further course of action needed for the bsc device.